Event description:
It was reported that the device had unexpected battery longevity and possible early battery depletion due to high left ventricular (lv) output and the pre-electrogram (egm) storage was programmed on for the life of the device. It was further reported that there were high lv pacing thresholds observed since one day after the initial implant of the lead. The device and lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed and the analysis performed revealed no anomalies were found. The visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314trg, bi-ventricular defibrillator, (B)(6) 2011; 5076, implantable pacing lead, (B)(6) 2007; 6947, implantable tachy lead, (B)(6) 2007. (B)(4).